Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise which inhibited pacing. An invasive procedure was performed and insulation damage was noted near the terminal end. When the lead was bent, the conductor coils were exposed. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.